Event description:
Procedure type: colectomy. According to the reporter: five days after surgery, peritonitis occurred. The pt was re-operated hartmann procedure was performed. No further procedure or pt details have been disclosed.

Manufacturer narrative:
.